Event description:
It was reported the patient was enrolled in a post market clinical study in (B)(6) titled (B)(4). Idrt was implanted on the patient's right leg (medial inferior aspect) on (B)(6) 2012. On (B)(6) 2012 an infection was observed. The patient was treated with (unspecified) antibiotic(s). Healing and resolution (of the infected) was on (B)(6) 2012. Additional information was requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.